Manufacturer narrative:
Eval summary: detailed surgery notes were included with complaint, but there is no way of knowing if pain is related to lag screw or plate breaking or possibly due to infection or other source. No x-rays were provided. There is too little info provided to determine a potential root cause of the failure. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with severe pain.